Event description:
The customer reported, that the ortho provue analyzer interpreted negative reactions as positive (1+) in the reverse type with a1 reagen red cells during abd type testing with mts a/b/d monoclonal grouping cards. The customer visually observed the gel cards tested on the provue and verified that the reactions were negative, preventing erroneous results from being reported. False positive results may result in abo misclassification and the transfusion of incompatible blood.

Manufacturer narrative:
No definitive root cause was determined. Adjustments have returned the instrument to expected operation. This customer has not logged any similar complaints against this analyzer since this incident.